Manufacturer narrative:
G2: citation: authors: kraehling, h., akkurt, b. H., elsharkawy, m., schwindt, w., köhler, m., werring, n., masthoff, m., cox, a., minks, d., & stracke, c. P.. Evaluation of effectiveness and safety of the large-format preset 6-50 thrombectomy stent-retriever in the endovascular treatment of ischemic stroke: real-world experiences from two tertiary comprehen. Frontiers in neurology 2023. 10.3389/fneur.2023.1256365 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Kraehling h, akkurt bh, elsharkawy m, et al. Evaluation of effectiveness and safety of the large-format preset 6-50 thrombectomy stent-retriever in the endovascular treatment of ischemic stroke: real-world experiences from two tertiary comprehensive stroke centers. Frontiers in neurology. 2023;14:1256365. Doi:10.3389/fneur.2023.1256365 literature was reviewed regarding 'evaluation of effectiveness and safety of the large-format preset 6-50 thrombectomy stent-retriever in the endovascular treatment of ischemic stroke: real-world experiences from two tertiary comprehensive stroke centers'.  The time frame of this study was september 2021 to july 2022. The following medtronic devices were used: rebar 18 microcatheter (0.021-inch inner diameter'. No deaths were reported in the study population. Among patient adverse events included: -4 patient's had post-interventional occurrence of new ischemia in another part of the brain not attributable to the initially occluded cerebral vascular territory -21 patients had new hemorrhage in postinterventional CT -5 patients had symptomatic intracerebral hemorrhage (sich) with a worsening of the nihss of more than four points -successful recanalization (=mtici 2b) of the occlusion was achieved in 95 patients. Complete recanalization (=mtici 2c) of the occlusion was achieved in 82 patients. Supportive therapy following successful thrombectomy (e.g., treatment of a stenosis of the internal carotid artery with a stent) was necessary in 16% of cases.